Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that when she was sitting lying down or walking the device kept ramping up to 4.00v and it had never done that before. The patient stated that she had not had the device looked at in a while. The patient indicated that she had adaptive stim. The patient had the ability to change amplitude, groups and or/ programs. Product service specialist (pss) reviewed options to change programming. Pss offered to help patient turn stimulation down on different positions. Pss walked the patient through changing stimulation in upright position but the patient had to disconnect. The patient called back later and said she would rather just turn adaptive stim off until she was able to see someone in person to have device reprogrammed. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had pain in their right leg and used the handheld device to resolve the issue. The patient stated they were walked through how to turn off the auto adjust. The patient noted they had not had time to make an appointment for reprogramming.